Manufacturer narrative:
One sample was received for quality investigation. Visual examination of the sample shows that there is a crack in the buretrol portion of the assembly. The customer complaint of tubing defective / damaged was confirmed. Based on the information provided by the customer and the investigation of the samples submitted, it was determined that the damage could not be caused by the manufacturing process as this type of damage would have been noticed during the assembly of the product. Additionally, the customer is stating that the damage happened when changing the tpn bag. This indicates that the infusion set was functioning correctly prior to the customer attempting to change the tpn bag. The damage is consistent of the buretrol cylinder being crushed with a squeezing type of force. Therefore, the root cause for the failure is considered a possible user issue. A device history record review for model 10015012 lot number 24045422 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set was damaged the following information was received by the initial reporter with the following: it was reported by customer that rn went to change tpn bag and noted a crack in the buretrol tube.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.